Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pinches mouth [mouth injury], bottom piece is loose and pinches mouth when brushing [injury associated with device], bottom piece of brush head is loose, actually came off but snapped back together [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2017 that he/she had an oral-b vitality series toothbrush that he/she had been using for a few years and he/she changed his/her oral-b dual clean brushheads about every 3 months. The consumer stated that now the bottom piece of the brush head was loose and pinched his/her mouth when brushing. This was the second time that this had happened, and it actually came off this time but it snapped back together. The consumer wasn't sure if this was a defect in the brush head as most of them were fine. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. No further information was provided.

Manufacturer narrative:
23-oct-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 11-sep-2017. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Pinches mouth [mouth injury]. Bottom piece is loose and pinches mouth when brushing [injury associated with device] bottom piece of brush head is loose, actually came off but snapped back together [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on 28-jul-2017 that he/she had an oral-b vitality series toothbrush that he/she had been using for a few years and he/she changed his/her oral-b dual clean brushheads about every 3 months. The consumer stated that now the bottom piece of the brush head was loose and pinched his/her mouth when brushing. This was the second time that this had happened, and it actually came off this time but it snapped back together. The consumer wasn't sure if this was a defect in the brush head as most of them were fine. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. No further information was provided.